Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 869-021, 510k # k040962, and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fixation at t10-s2 and transforaminal lumbar interbody fusion at l2-l3. Posterior lumbar interbody fusion at l4-l5 and l5-s1 was also performed. On an unknown date, post-op, the rod on the right side broke at l5/s1. Hence, on (B)(6) 2019, a revision surgery was performed, in which the rods placed on both sides were replaced and reinforced with 4 rods. It was suspected that the rod broke because bone union was not achieved.

Manufacturer narrative:
Product analysis: visual review confirms rod breakage. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Significant fracture surface damage and smearing is noted. Microscopic examination of the undamaged portions of the fracture surface identified a fairly flat fracture surface with ratchet marks near the area of crack propagation, and gently convex progressive striations through the cross-sectional area, consistent with cyclic fatigue. Dimensional examination of the outer diameter of the rod confirms dimension is within print specification. The above observations are consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.